Event description:
It was reported to boston scientific corporation that a wallfex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. The indication for the procedure was stenosis in the common bile duct. Reportedly, the patient´s anatomy was not dilated prior to the stent placement, but reported as not being torturous. According to the complainant, during the procedure, while the stent was being introduced into the bile duct, the sheath detached/separated at the guidewire access port. The stent was able to be fully constrained on the delivery system and removed from the patient. No parts of the device detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallfex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. The indication for the procedure was stenosis in the common bile duct. Reportedly, the patient´s anatomy was not dilated prior to the stent placement, but reported as not being torturous. According to the complainant, during the procedure, while the stent was being introduced into the bile duct, the sheath detached/separated at the guidewire access port. The stent was able to be fully constrained on the delivery system and removed from the patient. No parts of the device detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of sheath detached/separated at the guidewire access port the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by approximately 8 mm. It was noted that the inner shaft was kinked just proximal to the distal markerband. The inner shaft was partially exiting the guidewire access port. During a functional analysis, when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The skived and compressed area of the inner shaft was kinked at several locations proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent. The outer sheath was unable to be moved distally or proximally. A yellow/green sticky substance (possibly bile) was noted inside the outer sheath which was restricting the movement of the outer sheath. No other issues were noted with the device. Based on the device analysis, which confirmed that there was no damage to the outer sheath, this event is no longer reportable. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.